Manufacturer narrative:
(B)(4). Ref medwatch report # 3902560000-2025-8063.

Event description:
On april 24th 2025, fujifilm healthcare americas corporation was informed of an event involving arietta 850 via medwatch report 3902560000-2025-8063, from FDA. It was reported that during upper eus [endoscopic ultrasound] procedure, u/s [ultrasound] machine arietta 850 shut down and went to black screen and could not be restarted. Tried different red/emergency outlets and machine would still not power on. This caused a minor delay in the procedure while another u/s machine was obtained and swapped out. Due to the unknown patient impact and a minor delay during the procedure, this report is being submitted in an abundance of caution.